Event description:
Related manufacturer reference number:2017865-2022-09624. It was reported that patient presented to emergency room after experiencing dyspnea. Upon interrogation it was found that patient's atrial lead exhibited noise oversensing. It was also noted that patient's right ventricular lead exhibited intermittent capture. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve impression. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event.